Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the field service engineer of olympus (B)(4) found that the hd/sd sdi out terminal of the subject device did not function. The service department of olympus (B)(4) checked the subject device and found that the images output from hd/sd sdi out 1 and 2 terminal did not displayed due to the failure of the electrical circuit board of the subject device. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus india, omsc surmised there was the possibility this phenomenon was attributed to an abnormality of the sdi signal of the subject device due to an excessive force or the static electricity applied to the sdi output terminal or its periphery. If additional information becomes available, this report will be supplemented.